Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no driveline repair performed on (B)(6) 2020.

Manufacturer narrative:
Section d4, d10, g3: correction. Section h4: additional information. This report was determined to be a duplicate to MFR 2916596-2020-01180. Incidental findings: 1. During disassembly, a smooth tissue-like deposition was observed loosely seated on the proximal-side of the inlet stator. 2. Cosmetic damage to the outer silicone jacket observed on the replaced external portion of the patient¿s driveline. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stop events captured in the submitted log files. Additionally, a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 4.25¿ from the pump housing. A distal portion of the dl was returned measuring approximately 24¿. Evidence of a previous driveline repair was observed on the 24¿ dl segment. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and the outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump¿s ports. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 24.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline segment was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Electrical continuity testing was performed on the returned 4.25¿ and 24¿ portions of the driveline and all wires were found to be electrically intact. Visual inspection of the 4.25¿ dl segment revealed breaches to the insulation of the red, brown, black, and yellow wires approximately 2.5¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires if the exposed conductors of the red, brown, black, or yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to either the power module/mobile power unit or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a driveline repair on (b)(6_ 2020. The repair was successful, but it required the patient to be on an ungrounded cable. It was reported that the hmii was explanted. The patient had pump stops due to driveline issues. The explant was due to driveline damage and multiple short to shields. It was reported that the device did not operate as expected. An attempt to exchange the pump was performed but during surgery there was an encapsulated infection found. The patient reportedly expired due to sepsis.